Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the lead displayed high thresholds and there was no capture. It was determined there was not an indication for right ventricular (rv) pacing. The existing device was replaced with a single chamber aai only and the rv lead was capped. Testing of conduction was performed and there was no heart block at pacing rates up to 180 beats per minute. No patient complications have been reported as a result of this event.